Event description:
It was reported that the pt is experiencing pain in his upper thigh and states that the pain comes and goes in his right butt cheek. Pt is reporting that pain this year started to become noticeable. Patient also states that last weekend pain was unbearable. Patient reports that the pain in the thigh area is a burning pain and also feels like thigh doesn¿t want to work. Patient states that he is scheduled for blood work and MRI on saturday, (B)(6) 2012.

Manufacturer narrative:
Add¿l info has been requested and if received will be provided in a supplemental report.